Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "late nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported after injection in the lips with juvéderm® volbella¿ with lidocaine, the patient developed a "late nodule" in the lower lip approximately 1 year later. Corticosteroids and oral antibiotics/antibiotic therapy were provided as treatment on the day symptoms occurred. Symptoms resolved approximately 7 weeks after symptom onset.